Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, rust/corrosion was found in the battery compartment. The pump was opened to find no further moisture internally. A crack in the battery compartment was found at the threads to the left of the bumper, at the case seal to the left of the bumper, and from below the bumper to the case seal. A leak test was performed and failed due to a leak in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, the battery compartment had moisture ingress present. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.